Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the nuisance upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. The unit passed upstream occlusion testing and there was no damage to the upstream sensor or upstream sensor tail. The upstream sensor will be replaced as a known contributor to the reported symptom.

Event description:
It was reported that a spectrum pump constantly displayed nuisance upstream alarms. Any pt involvement, injury or medical intervention is unk.